Event description:
Supplemental report is being submitted due to the completion of the investigation on 22-dec-25.

Manufacturer narrative:
Device evaluation. The device evaluation could not be completed as the zilver ptx 35 drug-eluting stent device of unknown lot number or photographic evidence of the device was not returned for evaluation. This file was created in response to the attached literature paper . It should be noted that this file is related to another complaint file. For details of the other investigation please refer to (B)(4). This file relates to 51 cases for loss of patency with tlr (target lesion revascularization). Manufacturing records: prior to distribution, all devices are subjected to a visual inspection and functional inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. Instructions for use and/label: as per the instructions for use, ifu0117 which informs the user about the potential adverse events that may occur include the following ¿allergic reaction to anticoagulant and/or antithrombotic therapy or contrast medium, allergic reaction to nickel titanium alloy (nitinol), atheroembolization (blue toe syndrome), arterial aneurysm, arterial rupture, arterial thrombosis, arteriovenous fistula, death, dissection, embolism, fever, hematoma/hemorrhage, hypersensitivity reactions, infection, infection/abscess formation at access site, ischemia requiring intervention (bypass or amputation of toe, foot or leg), occlusion, pain/discomfort, pseudoaneurysm formation, renal failure, restenosis of the stented artery, stent embolization, stent malposition, stent migration, stent strut fracture, vessel perforation or rupture, vessel spasm, worsened claudication/rest pain.¿ it should be noted that the instructions for use (ifu0117) lists ¿restenosis of the stented artery¿ and ¿occlusion¿ as potential adverse events. There is no evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis. A definitive root cause could not be determined from the available information. However, there was no evidence of a failure reported associated with the actual device. As per medical advisor a potential root cause for some of the loss of patency could have been device related but mainly would be related to the patient¿s underlying condition. As previously noted, ¿restenosis of the stented artery¿ and ¿occlusion¿ are listed as potential adverse events in the IFU. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Corrective action/correction. Complaints of this nature will continue to be monitored for similar events.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions. F3 - uf/importer establishment name /e1 - initial reporter establishment name = (B)(6).

Event description:
Description of event: massoni et al. In this study, all zilver ptx deployment from august 2009 (date of european commission approval) to august 2021 were considered, both in endovascular and hybrid procedure (e.g. Femoral endarterectomy and transluminal angioplasty and stenting of superficial femoral artery). The patients treated for chronic pad were included, excluding patients treated for acute limb ischemia or treated out of instruction for use. Under outcomes page 3 freedom from tlr at 5 years was 74.9% meaning 25.1% required tlr. Total patients involved was 203 so 25.1% of 203 required tlr which is 50.9 so 51 patients required tlr. 51/203 = 25.1% of patients experienced tlr during the follow-up. Tlr reflects symptomatic restenosis/occlusion requiring reintervention. Patient outcome: require intervention/additional procedures. Patient/event info - notes: n = 203 patients treated with 263 zilver ptx stents. Median stents/patient reported in the paper is given in different places (the table shows 1 stent/patient in 154 patients [75.9%] and =2 stents in 49 patients [24.1%]; total stents = 263). Mean age 73.5 ± 10.6 years; 66.5% male.